Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 535 mg/dl at the time of incident. The customer¿s current blood glucose value was 422 mg/dl. The customer mentioned other blood glucose values such as 449 mg/dl, 132 mg/dl. The customer treated with bolus. The customer reported they do not feel okay to troubleshoot. The customer stated that she inserted sensor last night and was not able to calibrate since last night. The insulin pump will not be returned for analysis.